Event description:
Health professional reported assessing a pt who was injected and treated by another physician. It was observed that after injection with "juvederm with lidocaine" in the nasolabial folds, the pt experienced "ulcerations that look like necrosis in the mouth, bruising, hot and swelling at the injection site" the day of injection. Pt was given "wydaise", keflex, aspirin, nitro-bid, steroids and cialis. Symptoms have improved but have not yet resolved.

Manufacturer narrative:
(B)(4). The attending doctor will not provide allergan with the injecting physician's name or contact info therefore, we are unable to provide the type of juvederm and lot number. Device labeling: warnings - the product must not be injected into blood vessels. Introduction of juvederm ultra xc into the vasculature may occlude the vessels and could cause infarction or embolization. Injection procedure reactions consist mainly of short-term inflammatory symptoms starting early after treatment and lasting less than 7 days duration. Adverse events: the most common injection-site responses for juvederm ultra xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising.